Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Device evaluation: the lens was returned in liquid, in a vial. Visual inspection found one haptic torn. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.0 diopter, in the patients left eye (os) in (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting and narrowing of the angle. The lens was exchanged for a shorter lens.